Manufacturer narrative:
A1. Patient identifier added. E1. Initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 38 x 2.50 was returned for analysis. The device was received coiled up in a plastic bag. No device packaging was received with the device. The stent protector and product mandrel had been removed from the device and were not returned with the device. A visual and tactile examination identified multiple kinks along the hypotube. A visual, tactile and microscopic examination of the distal extrusion identified no kinks or damage. A microscopic examination of the crimped stent identified that the stent was pulled distally on the balloon with stent struts stretched and misaligned. The proximal edge of the crimped stent was located at 4mm distal from the proximal makerband and the distal section of the stretched stent was pulled distally beyond the tip section of the device. An examination of the exposed section of the balloon that is not covered by the stent found no evidence that the balloon was subjected to any positive pressure. No damage was observed to the balloon material. A microscopic examination of the tip identified no damages.

Event description:
It was reported that device contamination occurred. During unpacking of a 38 x 2.50 promus premier drug-eluting stent, it was noted that the inner pouch of the package was damaged, and there was a visible tear or hole. The device could not be used, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device contamination occurred. During unpacking of a 38 x 2.50 promus premier drug-eluting stent, it was noted that the inner pouch of the package was damaged, and there was a visible tear or hole. The device could not be used, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 38 x 2.50 was returned for analysis. The device was received coiled up in a plastic bag. No device packaging was received with the device. The stent protector and product mandrel had been removed from the device and were not returned with the device. A visual and tactile examination identified multiple kinks along the hypotube. A visual, tactile and microscopic examination of the distal extrusion identified no kinks or damage. A microscopic examination of the crimped stent identified that the stent was pulled distally on the balloon with stent struts stretched and misaligned. The proximal edge of the crimped stent was located at 4mm distal from the proximal makerband and the distal section of the stretched stent was pulled distally beyond the tip section of the device. An examination of the exposed section of the balloon that is not covered by the stent found no evidence that the balloon was subjected to any positive pressure. No damage was observed to the balloon material. A microscopic examination of the tip identified no damages.

Event description:
It was reported that device contamination occurred. During unpacking of a 38 x 2.50 promus premier drug-eluting stent, it was noted that the inner pouch of the package was damaged, and there was a visible tear or hole. The device could not be used, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.